Event description:
Additional information - it was reported that a conductor fracture was noted on the right ventricular lead in addition to the high pacing impedance and high capture thresholds, which led to loss of capture/pacing. No patient symptoms were reported. The lead was explanted and replaced, and the patient was recovering post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a high capture threshold and a high and out of range pacing impedance. During a lead revision procedure, the physician could not gain venous access as the vein was occluded. The revision procedure did not occur. The patient was in stable condition.